Manufacturer narrative:
The camera was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. A check of the event log showed a bump detected as well as storage temperature exceeded. Both alerts were cleared. The positioning sensor unit (psu) also failed an accuracy test (aak) at .69 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the issue was the temperature.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: system information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4)/unknown. Serial number not available on the date of filing. UDI not provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure when the device arrived at the hospital for clinical trial, the camera was connected and the device was started optically. Then, a red lamp indicating a camera error lit up, "localizer faulted" was shown at the bottom of the screen, and the optical instrument was not recognized. The situation at the point of this report had no improvement. It was stated the sales representative who reported the issue would check whether the error content was temperature or collision. There was no patient present.